Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was currently receiving morphine [1 mg/ml] at a dose of 0.006 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a flipped pump was confirmed. A revision was completed on (B)(6) 2017. The date of the event was reported to be (B)(6) 2017. The new drug delivery was morphine [2 mg/ml] at a dose of 0.2 mg/day. Information was requested regarding a modified bridge bolus as the catheter was cleared. It was noted that the catheter volume was 0.186 ml and the old drug desired dose was 0.2 mg/day for a bolus duration of 36 hours, 7 minutes. It was indicated that the manufacturer's representative called back to double check the duration. It was reviewed that if they used the higher end of the pump tubing it would be 34 hours, 41 minutes and it was stated that the manufacturer's representative got the same numbers. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-08. It was reported that a consumer initially reported the event to the manufacturer's representative. It was related that during the revision 3 of the 4 sutures were no longer intact. It was stated that a contributing factor was likely the patient¿s body composition. A new mesh pouch was used and multiple sutures were placed around entire pump to re-secure it. Additionally, a new pump segment was implanted and the catheter was successfully aspirated and system primed. The patient¿s weight at the time of the event was unknown. Additional information was received from a manufacturer's representative on 2017-nov-10. It was reported that there were no allegations regarding the pump segment and that it aspirated fine. Since it had been twisted due to the pump flipping, the doctor wanted to err on the side of caution and replace it to assist in ensuring there would be no further complications. It was indicated that nothing would be returned as the removed segment was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-oct-31 regarding an unknown patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the hcp could not locate the septum. No patient symptoms were reported. Additional information was received from a healthcare provider via a manufacturer representative on 2017-nov-02. It was reported that fluoroscopy was used to determine that the pump had flipped. No further complications were reported or anticipated. Additional review determined that the information previously reported in manufacturer report # 3004209178-2017-23925 now applies to this event. Additional information regarding these events will continue to be reported under this manufacturer report, which pertains to the following information: [flipped pump/revision].